Manufacturer narrative:
Health effect impact code: f26. Was this device serviced by a third party? No. All available patient information was included. Additional patient details are not available. The customer inspected the analyzer and observed the probe was bent and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr55739. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.773 ng/ml was generated for a patient sample. The result was reported out of the lab. The same sample was retested 20 minutes later and results were negative at 0.031 and 0.033 ng/ml. The customer uses a cutoff of 0.30 ng/ml. The physician was notified of the corrected result. No medical treatment was given to the patient based on the false positive result. The customer believes the issue may have been related to the architect i1000sr sample probe as it was bent. They replaced and calibrated the probe. No adverse impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.